Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the hypotube fractured. While attempting to deliver the 2.50 x 16 mm taxus express2 drug eluting stent, "the shaft of the hypotube broke on the proximal end." The device was removed and another of the same size taxus stent was used to successfully complete the procedure. There were no pt complications reported and the pt condition is listed as okay.